Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
This case is from health authority. It was reported that during the surgery, after fired, noted the staples malformed, partial dehiscence of the cutting edge, and the cutting edge was reinforced with suture. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2023. Corrected the reload code from "ecr60g" to "ecr60b" h10.